Event description:
Et tube introducer tip broke off during use. Tip was able to be retrieved, with no injury to the pt. In f/u with the MFR, it was stated that these items have a shelf-life of approx 3 years, however, packaging does not have an expiration date. We estimate this device was in storage beyond this 3 year mark. We have started manually marking items with an expiration date, however, feel this should be part of the packaging.